Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device delivered inappropriate therapy due to myopotential oversensing. No reported system changes to date and no additional adverse patient effects have been reported. A request was later submitted for a technical services (ts) review, however the troubleshooting session was unavailable for review. Ts stated the oversensing was likely related to myopotential activity. At this time, no further information has become available and the device remains implanted and in service without further reported complications.